Event description:
A malfunction was found in the investigation for the original report of pod hazard alarm during operation. The investigation observed internal corrosion without evidence of crack or fluid path. It was also reported that the patient's blood glucose level rose above 250 mg/dl while wearing the pod on the infusion site (abdomen) between 4 and 24 hours.

Manufacturer narrative:
Corrosion was observed on the top battery, chassis, pcb, and mechanism rail, resulting in low batteries and data loss. As such, the presence of the reported alarm could not be determined. A leak test was conducted, and no leaks were observed. The fluid path was fully disassembled and inspected under magnification, and no defects were observed. No housing damage was observed that would allow for fluid ingress. The source of the observed corrosion could not be identified. It is unknown if the observed corrosion is directly linked to the reported alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s926usqs5czb2. Hardware: sm-s926u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.